Manufacturer narrative:
The customer has not returned any product. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since no product was returned the investigation could not be completed. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. None of the customer's medications are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the dade innovin method. The customer was tested at the laboratory at 12:00 p.m. And the result was 1.9 inr. The customer tested on the meter at 12:26 p.m. The same day and the result was 2.4 inr. The qc check mark was observed at the time of this test. The customer does not know which result is correct. No changes were made to the customer¿s warfarin dose. The customer¿s therapeutic range is 2-3 inr. There was no allegation that an adverse event occurred. The customer feels fine. The customer has no hct issues and no antiphospholipid antibodies. The customer is not on heparin or any direct thrombin inhibitors. The customer¿s warfarin dose had not changed prior to the result of 2.4 inr. The customer is not taking any new medications, has had no diet changes, no additional illnesses and no bleeding or bruising. The meter and strips were requested for investigation.